Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's battery had limited longevity. Additional information indicates that the ventricular lead had a very high threshold. The output was set to maximum and the battery estimate was very low due to this. The device was explanted and replaced. No additional adverse patient effects were reported.